Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09724 and 2015691-2022-09725.

Event description:
Edwards received notification from a sales rep that during a transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/ds and the 14fr esheath+. During inflation, the balloon did not expand and the valve strut was bent. As reported, this was an unplanned non-edwards valve bailout case. Several attempts were made to deploy a 29mm non-edwards vale and the team decided to switch to a 26mm s3u. The non-edwards valve was removed and the 14fr esheath+ was inserted. Extreme resistance was noted during delivery system insertion, particularly in the external iliac. Valve alignment done and valve positioned across the native annulus. During valve deployment, the balloon of the delivery system did not expand, but no contrast was noted distal of the "pusher". During attempted recapture, the valve strut tines were bent creating a high-risk retrieval. The decision was made to surgically remove. The surgeon successfully removed the valve and implanted a surgical valve. A "small dissection" was noted in the descending aorta likely related to attempted retrieval which was successfully repaired. Through follow up with the sales rep, circumferential liner delamination was overserved on the esheath+.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during attempted recapture, the valve strut tines were bent creating a high-risk retrieval.'' Per IFU/training manual, ''note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve''. Although not reported, device retrieval could have been complicated by tortuous patient anatomy, which can lead to high withdrawal forces. The presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality, when combined with excessive device manipulation, could have caused the outflow valve strut(s) to interact with the sheath tip during retrieval, leading to frame damage as seen in the provided image. As such, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor pra are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.